Event description:
The customer alleged that during an alarm condition, no audio alarm was heard. The nellcor puritan bennett customer support engineer could not verify, nor could he reproduce, the alleged audio alarm malfunction. As a precaution, the customer support engineer replaced the audio alarm assembly. The unit passed extended self testing. No pt injury was reported. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.